Event description:
Device 3 of 9: reference MFR. Report #: 1627487-2012-05396, reference MFR. Report #: 1627487-2012-05397, reference MFR. Report #: 1627487-2012-05399, reference MFR. Report #: 1627487-2012-05400, reference MFR. Report #: 1627487-2012-05401, reference MFR. Report #: 1627487-2012-05402, reference MFR. Report #: 1627487-2012-05403; reference MFR. Report #: 1627487-2012-05404. It was reported the pt was diagnosed with a staph infection at the ipg and lead site. It was also reported the pt was experiencing swelling and inflammation at the ipg and lead site. On (B)(6) 2012, two leads (from different lots) and two extensions (from different lots) were explanted and replaced. The infection is being treated with antibiotics. The pt is scheduled for a follow-up visit with his doctor. No further information is available at this time.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.